Event description:
The customer reported that they are having issues with the extension set connection leaking. No pt harm or med intervention was reported. No additional pt/event info was provided.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in sections a and b. This report was filled by the MFR. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.